Event description:
Asr revision.asr xl.right.reason(s) for revision: unknown.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision. Asr xl. Right. Reason(s) for revision: unknown. Update - (B)(6), added reasons for revision, added surgeons x 2, added hospital x 2, added file handler details. Taken from claimsuite dated (B)(6) 2014 and surgeon form dated (B)(6). 2014. Reason(s) for revision: alval / soft tissue reaction and pain / metal ions.